Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range impedance measurements. Due to this, a lead safety switch was triggered. Furthermore noise and oversensing were also observed on this lead recently. Further evaluation of the device and lead was discussed. No changes have been performed. This lead remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range impedance measurements. Due to this, a lead safety switch was triggered. Furthermore noise and oversensing were also observed on this lead recently. Further evaluation of the device and lead was discussed. No changes have been performed. This lead remains in service. No further adverse patient effects were reported. Additional information confirms this device also exhibited loss of capture upon evaluation.